Event description:
Patient reported the ss meter reading was 200 mg/dl but was feeling hypoglycemic (light headed, weak). The patient felt better after eating. On follow-up, the pt confirmed the above information and verified control solution the above information and verified control solution test result was in range. Pt stated the meter was working fine and did not wish to troubleshoot or provide any other information. Lfs rep advised patient to contact the physician. There was no allegation of harm.